Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, g1, g3, g6, h2, h4, h6, h11. The following sections have been corrected: h4. Visual examination of the provided pictures identified the device has a bent tip. Fracture cannot be seen within the picture. No product was returned or additional pictures provided; further visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from provided photos showing bent collet, event is not confirmed for fractured. Pictures were provided and device is bent, fracture cannot be verified from photos. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during total surgery arthroscopy surgery that the dr. Was attempting to use sizer on glenoid pin but struggled to get sizer to seat and the sizer handle tip broke. There were no instrument pieces left behind, they broke in the sizer and sizer was removed. Another instrument set was opened and used a second sizer handle and different size. There was no harm or injury to patient and no reported delay. Due diligence is complete. No additional information is available.